Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is four unknown locking screws. Part and lot numbers were not provided by reporter. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during a revision surgery to remove a plate on (B)(6) 2015, the surgeon had a difficulty of extracting four of the locking screws at the distal side of the plate. Two of the extraction screws were broken while attempting to extract the screws and eventually the surgeon had to use one hss drill bit for implant steel and three carbide drill bits to remove the locking screws. The plate was then removed. The patient was revised with a competitor's nail which was successfully inserted. The surgery was completed without further issues. It was confirmed that there were no broken fragments of the extraction screws retained in the patient's body. The surgery was delayed for 60 minutes due to the complained event. The initial surgery was performed on (B)(6) 2014 to treat a fracture of the distal end of the femur with the reported plate. Despite the implant, the fracture had failed to unify and the plate was discovered to have broken on an unknown date in (B)(6) 2015. Revision surgery was performed on (B)(6) 2015 to remove the plate and to insert a nail made by another manufacturer. (This event is addressed and reported in related complaint (B)(4)). This report is four unknown locking screws. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
(B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.